Event description:
It was reported that insulin squirted out during the manual prime process. The blood glucose reading was 6.0mmol/l. Troubleshooting was performed, and the customer saw a gap between the piston and the reservoir. It was also mentioned that the device alarmed, and the drive support cap was sticking out. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during the prime test due to faulty force sensor. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.